Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was 12 mmol/l at time of incident. Customer states the pump received pump error and it's been every day for 4 days, the blood glucose meter cannot be sent to blood glucose value to the pump. Ran self-test and pump error showed up. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Unit was received with failed self-test alarm during self-test due to faulty electrical component on the radio frequency board. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and stained end cap sticker.